Event description:
It was reported that the customer's insulin pump was not working after falling and being stepped on. The device will be replaced with a loaner pump. Nothing further reported, no blood glucose values.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.